Manufacturer narrative:
Complaint evaluation: the manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction caused by the lack of nibp(non-invasive blood pressure) calibration, the calibration was performed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's selection knob failed. There was no patient involvement.